Manufacturer narrative:
Insulin pump received with pump error 38 alarm during rewind due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. Moisture damage was found on the electronic assembly during visual inspection.

Event description:
It was reported via phone call that the weight has been changed to 0290.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had negligible motor moment error. Customer¿s blood glucose level was unknown. Customer reported that they were able to perform displacement test and able to rewind the insulin pump. Customer reported that the error reoccurred during insulin pump rewind. The insulin pump will be returned for analysis.